Event description:
Customer obtained (B)(6) advia centaur (B)(4) results that are (B)(6) by two alternate methods. It is unknown if patient treatment was prescribed or altered based on these results. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(4) results.

Manufacturer narrative:
Customer sent the samples to siemens for testing. Siemens tested the samples on advia centaur (B)(4) reagent lots 100056, 100057 and 100060 and reproduced the (B)(6) results observed by the customer. The issue is not specific to a reagent lot. No other conclusions can be drawn. Siemens will visit the site for further discussions regarding the samples. The instrument is performing within specifications. No further evaluation of the device is required. Us: the instructions for use (IFU) states the following in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to endpoint titer." Outside the us IFU states the following in the limitations section: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate (B)(6) results." "Assay performance characteristics have not been established when the advia centaur (B)(4) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."